Event description:
Latitude alert for fault code 1003 (voltage too low for projected remaining capacity). Bsc tech support contacted, needs generator change within 28 days. Manufacturer response for ICD, boston scientific e161 incepta vr (per site reporter). ICD generator needs changed within 28 days.